Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified delamination, and white and brown particles. A leak test was performed which found delamination of the diaphragm valve. A microscopic analysis was performed which identified delamination of the diaphragm valve. Based on the device analysis, the final assessment is delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.